Event description:
The patient felt hypoglycemic and used the suspect device to check their blood glucose. Pt obtained a result of 345 mg/dl. Pt ate peanut butter and drank milk and retest at 365 mg/dl. Pt called the paramedics and they tested their glucose upon arrival and the reading was 48 mg/dl on their meter. They placed sugar under the pt's tongue and their glucose was measured at 149 mg/dl on the way to the hospital. A lab result was over 200 mg/dl at the hospital. Pt was also treated with unknown medication, possibly an IV. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.